Event description:
It was reported during in clinic follow up that the pacemaker exhibited premature battery depletion. The device will continue to be monitored. The patient was stable and asymptomatic.

Event description:
New information received notes that the device was explanted. The patient was stable and asymptomatic.

Manufacturer narrative:
The reported event of premature discharge of battery was not confirmed. The device was received from the field with battery voltage at elective replacement indicator (eri) level, reaching end of service during the analysis. Electrical tests performed under nominal settings and at various pulse amplitudes indicated normal current levels and no indication of premature depletion detected. Review of the device image indicates auto-capture was enabled. When automatic settings are programmed, such as auto-capture, the device output would adjust itself to accommodate the patient¿s needs for pacing and thus affect the estimated longevity of the device. Longevity assessment was performed based on average drain current, and the device exceeded projected longevity indicating normal battery depletion.